Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated that customer received the following results on the aviva system within 4 minutes and 6 minutes respectively: 365 mg/dl, 150 mg/dl and 149 mg/dl; 465 mg/dl, 195 mg/dl and 263 mg/dl. Sets of results were taken on different days. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation